Manufacturer narrative:
The hcg+b reagent lot number was 709174, with an expiration date of september 2024. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e (B)(6) analyzer (rack system). No questionable results were reported outside of the laboratory. The sample initially resulted in an hcg+b value of 0.600 miu/ml. The result was questioned as it did not match the patient's clinical status. The sample was repeated, resulting in an hcg+b value of > 10000 miu/ml with a data flag. The sample was automatically diluted 1:10 and repeated, resulting in an hcg+b value of 39365 miu/ml with a data flag.

Manufacturer narrative:
The field service engineer replaced the pinch valve tubes. Precision studies were performed and recovered within specifications. The investigation determined the service actions resolved the issue.